Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was having trouble getting any charge on their ins. The representative performed an antenna locate and after a bit of fiddling they saw an eos message followed by eri and a por on the recharger. Then they saw the normal charging screen. About a year ago the patient had a change in pain (which was described as a "paresthesia type pain") and they turned the ins off for about 7 months to see if this change in pain worsened with stimulation on or off. The patient thought that turning the ins off did help the pain. The patient continued to charge their ins during this time (while it was off) but was having trouble charging the entire time and even more so in the last three months. After charging the ins the representative interrogated the device and saw the eos message. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. The cause of the paresthesia type pain was not determined. They were unable to jumpstart the battery and restart jumpstart was a failure. The cause of the recharging issue was that the patient did not recharge the battery.